Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with blood glucose remaining elevated for over five hours and the user administering an outside humalog injection; the user had confusion regarding the infusion set cannula versus tubing and reported multiple infusion set changes. Symptoms included polyuria. Outcomes included self-management without professional medical intervention. Investigation included complaint handling with user education and follow-up attempts. Investigation of this case revealed no confirmed device malfunction, with user technique and infusion site management discussed. It was concluded that the cause of the hyperglycemia was unclear and that user education on infusion set components and use of outside insulin while disconnected was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.